Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05606. The pt had two leads (from different lots). It was reported the pt had fallen. Afterwards, the pt no longer received adequate coverage. An impedance check revealed three invalid contacts. Reprogramming attempts did not resolve the issue. X-rays were taken and revealed both leads had migrated. As a result, both leads were explanted and replaced with a single lead (different model).

Manufacturer narrative:
MFR's eval - the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.